Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc). A month later the patient went for a clinic check and the rv lead was found to be dislodged and still exhibiting loc. The physician noticed an indentation on the right atrial (ra) lead, all measurements were within normal limits, nonetheless, the physician decided to use a repair kit on that section, which is considered off label-use. Furthermore, this rv lead was repositioned and remains in service. No additional adverse patient effects were reported additional information was received which indicated that, this rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Investigation summary: based on the available information, boston scientific concluded that the clinical observation of inappropriate shock is a known inherent risk of the device and is noted within the product's instructions for use (IFU), as well as the product's risk documentation. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. Device labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: based on the available information, it can be concluded that expected or well-understood factors most probably contributed to the event, as the reported observations are covered by the instructions for use (IFU). Conclusion code updated to known inherent risk of device.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc). A month later the patient went for a clinic check and the rv lead was found to be dislodged and still exhibiting loc. The physician noticed an indentation on the right atrial (ra) lead, all measurements were within normal limits, nonetheless, the physician decided to use a repair kit on that section, which is considered off label-use. Furthermore, this rv lead was repositioned and remains in service. No additional adverse patient effects were reported additional information was received which indicated that, this rv lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc). A month later the patient went for a clinic check and the rv lead was found to be dislodged and still exhibiting loc. The physician noticed an indentation on the right atrial (ra) lead, all measurements were within normal limits, nonetheless, the physician decided to use a repair kit on that section, which is considered off label-use. Furthermore, this rv lead was repositioned and remains in service. No additional adverse patient effects were reported